Event description:
It was reported the patient experienced a ¿loss of therapeutic effect.¿ it was further reported the patient¿s symptoms ¿were returning since 2013-(B)(6).¿ it was stated the patient had met with a manufacturer representative on 2013-(B)(6) and last felt stimulation at that time. The patient reported they were reprogrammed to a pulse every six minutes in their rectum instead of their vagina, as was previously programmed. It was noted the patient was on program 1 at the time of report and adjusted her stimulation from 3.6 volts to 4.0 volts. It was further noted the patient had been requested to leave her device on program 1 for two weeks by her manufacturer representative. The patient was redirected to their health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a loss of therapeutic effect and a loss of bladder control. It was noted that the patient had incontinence issues at night and had tried increasing stimulation but it wasn't working. It was reported that the patient had talked to a manufacturer representative about the issue two months prior to the report and the patient had two sessions of reprogramming. The reporter stated that the patient's first session was in (B)(6) 2013 and stimulation was changed so that the patient was feeling it in her rectum area. It was noted that the patient "went three weeks," stimulation was getting too strong and the patient felt like she was sitting on ice. It was reported that the patient set up another appointment to have the device reprogrammed again. The reporter stated that the patient was unable to change from one program to the next, and the patient began having this issue for the week prior to the report. It was reported that the patient was told that it was ok to try different programs. The patient started on program 3 at 4.6 volts and switched to program 4 at 2.0 volts. It was noted that the patient was feeling stimulation in the buttock area but could not determine if this was the bicycle seat area. It was reported that stimulation was "pretty far back" and the patient had already tried a set of four programs before she was reprogrammed. The reporter stated that the patient was scheduled to see a doctor on (B)(6) 2013.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# v815657, implanted: 2011-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).